Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the conductor wire dislodged from the connector at the back end when the housing was removed. The wire insulation was not damaged, and the instrument failed an electrical continuity test. The dislodged conductor wire was placed back into the connector and the instrument passed an electrical continuity test. An energy delivery test was performed and passed when placed on an in-house system. The root cause for the dislodged conduct wire at the proximal end is attributed to a component failure. An additional observation not reported by the site was also identified. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the exterior base of the grip tips. No insulation damage was observed. The conductor wire was not damaged or broken. The root cause for this failure is attributed to mishandling/misuse, commonly caused by collision with another energized instrument. This complaint is reportable due to the following: failure analysis found the maryland bipolar forceps instrument had thermal damage on the bipolar yaw pulley and signs of charring and localized melting on the exterior base of the grip tips. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, a maryland bipolar forceps instrument did not work when installed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was with the instrument. When the customer installed the instrument, a message appeared stating the instrument failed. They removed and replaced it several times. They adjusted the arm drape, changed the blue cable but the instrument continued to fail.